Manufacturer narrative:
Conclusion: according to the information received from the field the recipient never had benefit with the device likely due to the reported ossification, which was present since implantation surgery. In addition during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages are attributable to the removal surgery. This is a combined initial and final report.

Event description:
During implantation surgery, insertion resistance was encountered likely due to cochlear ossification. The user didn't get benefits from the ci post-operatively, and abandoned wearing the external device. No post imaging was done. Cochlear nerve was assessed to be functioning.